Event description:
It was reported that the customer fell and as a result the touch screen became shattered, unresponsive, and unreadable. The customer's blood glucose was between 180 and 200 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.